Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical records review: the patient with right lower extremity deep vein thrombosis had a vena cava filter deployed at the l2-l3 level below the level of the lowest renal vein without incident. Approximately five years and seven months post filter deployment, a computed tomography (CT) scan demonstrated the filter in place tipped slightly toward the right with some of the legs projecting beyond the wall of the inferior vena cava (ivc). Approximately seven years post filter deployment, a CT scan demonstrated the filter with numerous limbs extending beyond the margins of the ivc. The physician indicated that if the filter was no longer clinically needed, then a referral for evaluation of filter retrieval would be considered. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, based on the medical records provided, the investigation can be confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 07/2012; manufacturing date: 07/2009. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that multiple filter struts have perforated and extended beyond margins of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.